Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level was 25.3 mmol/l. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with bolus via manual injections. The customer also reported infusion set tubing detachment issue. The reservoir was not returned for analysis.